Event description:
It was reported from the patient¿s mother that when the device was on at therapeutic level, for an entire week, the patient stopped eating and had to get a feeding tube in her nose. Therefore, the neurologist turned the device off. No additional relevant information has been received to date.